Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation".

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified. Total delamination of valve, one curved opening and white particles in the device inner surface. Leak test and microscopic analysis were performed which identified: total delamination of valve, one striated opening, and wear abrasion. Based on the device analysis, the final assessment is: total delamination of valve assessed as adhesive failure. One opening striated in the side radius assessed as surgical damage." Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Device has been explanted.